Event description:
It was reported that the patients implantable pulse generator (ipg) flipped and had difficulty communicating with the remote control. The patient underwent an ipg replacement procedure. Additional information was received stating that the patient now has appropriate therapy postoperatively. The explanted ipg has been discarded per hospital policy. Additional information was received that the patient experienced a rib stimulation as well prior to the ipg replacement.

Event description:
It was reported that the patients implantable pulse generator (ipg) flipped and had difficulty communicating with the remote control. The patient underwent an ipg replacement procedure. Additional information was received stating that the patient now has appropriate therapy postoperatively. The explanted ipg has been discarded per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) flipped and had difficulty communicating with the remote control. The patient underwent an ipg replacement procedure.